Event description:
There was an allegation of a questionable hemoglobin a1c result from the cobas integra 400 plus analyzer. The initial result was 11.77 %. The clinician complained about the result and the sample was repeated with a result of 5.49%. The repeat result was considered to be the correct result as the clinician believed it matched the clinical picture.

Manufacturer narrative:
The reagent lot number was 75130201 with an expiration date of 29-apr-2024. The field service engineer found the integra cleaner was empty and the float sensor was not working. Cleaner was loaded and precision testing was performed.